Manufacturer narrative:
(B)(4). Date sent 10/8/2025. D4 batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please give us a list of stapler products that were used with timeline. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Additional information: the patient's initials is yf, 79 years old, male, 159cm and 51kg. The surgery took 4 hours and 24 minutes due to the extended surgery and hand suture. The amount of blood loss was 690g. Procedure was administered 4 units of rbc. The patient was hospitalized for 7 days, no suture leakage, no fever. The doctor's opinion was it was not a malfunction of the device, but rather a result of improper operation, but the cause was not mentioned. Patient background information is no allergies, medical history: heart failure ¿ no treatment history, no current illnesses. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a proximal gastrectomy, the device electric 25p could not be fired. There was no motor sound. (The panel was lit, it was within the gauge, and there was no anvil connecting sound.) The manual 25b was used and the anvil was still an electric 25p. The device was fired but couldn't get a grip after the docking was complete. However, u-shaped staples were found in the abdominal cavity. (The doctor thought the electric and manual devices were interchangeable.) There was only one of each in stock, and there were no unused circulars in stock. Blooding: 690g time: 4 hours 28 minutes. (This was the doctor¿s first time using an electric one.) Additional hand suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 11/12/2025. D4 batch #982c96. Corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage, with no staples in the pockets and with the breakaway washer uncut and without marks. During the visual inspection, the orange band on the trocar and guide face were found damaged. Also, no damaged on the knife were observed. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 982c96, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2025. Corrected data: h11 (investigation summary). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25b device arrived with no apparent damage, with no staples in the pockets and with the breakaway washer uncut and without marks. During the visual inspection, the orange band on the trocar and guide face were found damaged. Also, no damaged on the knife were observed. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. If the firing mechanism becomes inoperative, the anvil may remain in the lumen and be reattached to a new echelon circular powered stapler of the same diameter. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 982c96, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/27/2025. Additional information was requested, and the following was obtained: please give us a list of stapler products that were used with timeline. Cdh25p was initially used but failed to fire. Cdh25b was then used as a substitute, but it could not be fully squeezed, resulting in staple malformation. Hand-sewn anastomosis was performed instead. What were the indications for surgery? Gastric cancer at the cardia. What surgical procedure was performed? Esophageal anastomosis. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? Yes, the device failed to fire. What healthcare professional fired the device and what is his/her experience with the device? Dr. (B)(6). It was his first time using cdh25p. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Was the device difficult to close? No. Was the device difficult to fire? Cdh25p showed no external issues, but no motor sound was heard during firing. Cdh25b could not be fully squeezed. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Were the donuts inspected? If so, please describe. Not inspected due to staple malformation. Was a complete transection of the white breakaway washer visually confirmed? No. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Staple formation was not properly achieved due to firing failure. What is the current status of the patient? Stable. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? The surgeon believes it was due to operator error. Was a transfusion required? Yes. How was the bleeding addressed? Managed by hand-sewn anastomosis. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? Unknown. What is the current patient status? Stable.